Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade unknown. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient who underwent primary breast augmentation surgery with a 300 cc mentor memorygel breast implant experienced left sided capsular contracture baker grade unknown post procedure. As a result, patient underwent bilateral removal and replacement with two 350 cc mentor memorygel breast implant on (B)(6) 2016.